Event description:
It was reported that during an unknown procedure, the surgeon could not reverse, and failed to open the anvil after the firing the first white reload. The indication showed that it was stuck at stage 1. They tried to use the reverse button to make it work, but it failed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position and the firing mechanism in the return stroke with the knife not fully back and jammed closed. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired and in good visual conditions. No further functional testing was performed due to the jammed knife. In order to evaluate the condition of internal components the shaft tube was disassembled and several clips were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: at what firing did the issue occur? First firing for vessel. What color cartridge was being used? White. How was the device removed from the tissue? Not very clear.